Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneous low platelet (plt) result generated by the coulter act diff2 analyzer for one patient specimen that was reported outside the laboratory and questioned by the physician. The fingerstick sample in question had a platelet (plt) result approximately 100 less then another sample obtained from the same patient. The actual data was not provided by the customer. There was no death, injury or change to patient treatment with regard to this event.

Manufacturer narrative:
The patient specimen was collected via fingerstick but it is unknown how the other sample was obtained. Qc run before the event recovered within range. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Service was recommended but the customer declined stating the problem was identified as a collection technique and not an instrument related issue. No other samples were affected.